Event description:
It was reported that the monitor fell.

Manufacturer narrative:
Alleged failure: knowles surgery center # (B)(6). Monitor broke off back plastic piece when nurse pushed it forward towards the surgeon. Nurse was able to catch it before it hit the patient. Surgeon used secondary monitor on the toll stand to finish the case salesforce case number (B)(4). The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be the monitor was not securely mounted on the arm. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that the monitor fell.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.